Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) no device problem found. Additional information was requested and the following was obtained: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 15 min, was procedure successfully completed? Yes, were fragments generated? No, could you please confirm what is the issue related to this pc number? Hcp complained on both breakage suture and bending needle. Did the issue related is breakage suture or bending needle? Both could you please confirm when did the issue occur? Pre-op or intra-op? Intra-op. What was the initial procedure? Unknown. What is the procedure date? Unknown. From product code "w8355" how many devices present the issue? Unknown. If there are more than one device with issues with the product code "w8355" please clarify what was the exact issue? Not possible to retrieve additional information from hcp as they cannot recall all the events. As per information received from a salesperson: this account uses the suture for a very long time. They recently noticed that sutures break and needle bends, but they don't recall all the procedure dates and pieces. The single complaint was reported with multiple events. There are no additional details regarding the additional events. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: a packet of product code w8355 was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the sample no external damage was observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected and no needle bending was observed. The suture was dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a vascular/cardiac procedure on an unknown date in 2021 and suture was used. During the procedure, the surgeon noticed that the suture broke and the needle began to bend much earlier during the procedure than usual.